Event description:
A patient was initially enrolled in the study in 2008, with 1-vessel disease. The main indication for the intervention was unstable angina pectoris. The lesion initially treated was in the proximal left anterior descending (lad) branch. The lesion had 90% stenosis and was de novo, bifurcated, smooth and eccentric with thrombus present. The lesion was pre-dilated and a 2.75 x 18 mm cypher select plus stent was electively implanted at 10 atm. It was noted that the stent was post-dilated a type a dissection occurred. As a result, a 3.0 x 13 mm cypher select plus stent was implanted at 14 atm to treat the dissection. This stent was post-dilated due to insufficient flow. Post procedure (6-24 hours) ck levels were noted to be greater than two times above the upper normal level. During a monthly follow-up, the following month, the pt reported experiencing angina pectoris. It was noted that the pt was complaint with her medications. The patient's baseline medication included aspirin. The patient's intra procedure medications included aspirin, clopidogrel, aggrastat and heparin. The pt's post procedure medications included aspirin, clopidogrel, insulin, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2008-02167. Additional info will be submitted upon 30 days of receipt.